Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had abdominal pain and contralateral leg pain. This lead was implanted in the right s4 foramen and battery left buttock. The patient has had the lead in for a long time. The patient has had a fall. Since their last battery resite they have experienced pain down both of legs and in abdomen. The pain eases when the device is turned off but the patient gets good symptom relief so wants to keep the device on. Patient also experiences intermittent shocking sensation at the battery site. The healthcare professional (hcp) has tried various programs, one that works best for symptoms causes the pain described. Patient has had ap and lateral x-rays which look satisfactory. No impedance on the lead even after having been tested numerous times. Consultant suspected that the connection between lead and battery may not be correct so performed an eua today as described, to check the lead to battery connection. The lead and battery were connected properly, no damage to the lead near the battery, dry in the header. The lead was tested in theatre, good responses on all electrodes. Lead was reinserted into battery and battery resited , hopefully reducing pain. It was advised that the impedance report be sent to for further investigation. It was also advised to reduce the pulse width and increase pulse rate on the program that works well when the device is switched back on.

Manufacturer narrative:
Continuation of d10: product ID 3889, lot# unknown, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device was removed on (B)(6) 2025. The device was disposed of.

Event description:
Additional information was received. The manufacturer representative (rep) reported patient states that since getting new custom programming installed to alleviate stimulation related pain and therapeutic efficacy (installed (B)(6) 2025), the symptoms have been well controlled and abdominal discomfort has been reduced by 70% which patient has been pleased with however issue not fully resolved. Further actions planned for resolution is that patient was now listed for device removal. Patient's indication for use was fecal incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.